Event description:
It was reported to medtronic minimed that the customer experienced crack on the top near the reservoir chamber and had to deliver bolus. The customer reported blood glucose value of 225 mg/dl. The customer reported hyperglycemia which did not require treatment. Troubleshooting was identified. The event involved product(s) mmt-332a, mmt-1880, unomedical, mmt-7020a. No further patient complications were reported. No product return is required for mmt-332a. The customer would discontinue to use of the device, mmt-1880 was requested and the customer response was the device would be returned. No product return is required for unomedical. No product return is required for mmt-7020a.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thump software. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.